Event description:
It was reported that the patient presented in clinic after the implantable cardioverter defibrillator (ICD) delivered a patient notification. It was noted that the ICD was in backup vvi mode. The patient had an MRI and MRI procedure was not followed. The device was reset, and the patient was stable.